Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during patient use. Manual compression was performed. There was no reported patient injury. The mynx vcd was prepped according to the instructions for use (IFU) instructions. There was no visible damage in the distal end of the 6f non-cordis sheath after removal. A 6f non-cordis sheath was used. The femoral artery's suitability was verified on angiography or venography, including the insertion angle of the 6f non-cordis vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm in diameter, and there was mild vessel tortuosity with no presence of calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Upon visual inspection, the shuttle was found engaged with the black handle. The syringe was received connected to the device, while the procedure sheath was not returned for evaluation. The stopcock was observed in the open position. Additionally, the sealant and advancer tube remained in their original manufacturing positions, and the balloon was fully deflated. No other anomalies were observed during the visual inspection. Leak testing was performed on the balloon of the returned device mynxgrip instructions for use (IFU). The results revealed a leak in the balloon. High-magnification visual inspection confirmed the micro tear previously found during the functional analysis in the balloon of the returned device. The reported event of ¿balloon balloon loss of pressure¿ was observed through analysis of the returned device. Leak testing was performed on the balloon of the returned device mynxgrip instructions for use (IFU). The results revealed a leak in the balloon. High-magnification visual inspection confirmed the micro tear previously found during the functional analysis in the balloon of the returned device. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics (such as the tortuosity reported) and/or concomitant device factors are likely since they can cause damage to the balloon. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured while using the device. Manual compression was performed. There was no reported patient injury. The device will be returned for evaluation.